Event description:
User requested help reading a data card regarding an incident where the subject was not resuscitated. Date of the incident is unk. (B) (4).

Manufacturer narrative:
Method: device internal memory associated with incident was reviewed. Result: the device properly saved data to a data card when tested, the user was not sure if they had their data card installed in the AED at the time of the incident. Conclusion: the subject was in a shockable rhythm, shocks were advised and shocks were delivered.